Event description:
Customer reported experiencing high blood glucose was 407 mg/dl. Customer reported her blood glucose was high because of emergency surgeries and other issues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.